Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet insulin pump fell off a belt clip, resulting in a cracked and unusable screen; the device could be awakened and unlocked with difficulty, and a replacement device was arranged. No clinical symptoms or injury during the event reported. Outcomes included continuation of continuous glucose monitor (cgm) use via dexcom app without medical intervention or hospitalization. Investigation of this case revealed physical damage to the display following an external impact, with no reported alarms, injuries, or loss of insulin delivery described. It was concluded that the event was due to accidental damage from dropping, not a device malfunction.